Manufacturer narrative:
Recurring issue.

Event description:
(B)(6) from performance imaging technologies called in and stated that they kick the foot pedal while moving around the table and in some instances, the foot pedal gets kicked under the base of the table. The foot pedal will get lodged under the base and the button engages. This has occurred with patients on the table. The last time this happened, they were getting ready to perform a lumbar injection when the foot pedal was kicked under the base. This engaged the lateral roll movement and the table started to roll. They were able to stop it in time and there was no harm to the patient. When asked if the patient was strapped down using the patient safety strap that comes with the table, the customer said no, they do not use the straps typically due to the location of the injections within the spinal column. (B)(6) was advised to unplug the foot pedal and to discontinue the use of it. They can use the hand control to operate the table.